Event description:
Info was received that during a f/u visit, this right ventricular lead displayed increased threshold measurements. In addition, impedance measurements had decreased from 773 ohms to 291 ohms since the last measurement. A decision was made to replace this lead. A revision procedure was performed. This lead was cut through and discarded. Acceptable measurements were obtained with the replacement lead. No adverse pt effects were reported.